Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to the fiber having broken via mis-handling of the laser fiber during setup of the device and then when the console was activated the energy escaped the fiber resulting in the fiber smoking and burning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device (laser fiber) has not yet been received for evaluation. The cause of the issue is unknown at this time. Additionally, follow ups were made to gather additional information regarding the event reported. To date, no response is received from the customer. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device (laser fiber) sparked at the tip. Per the report, the device tfl-pls (laser system) caught fire where the laser fiber connects to the laser. This caused a spark which started a small fire. The issue found during preparation for use for unspecified procedure. There was no harm reported. No patient harm, no user injury reported due to the event. This event includes two (2) reports . Report with patient identifier (B)(6) -laser system model tfl-pls , serial number (B)(6). Report with patient identifier (B)(6) -laser fiber- tfl-fbx200bs, lot unknown. This report being submitted is for report with patient identifier (B)(6)-laser fiber- tfl-fbx200bs, lot unknown.